Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated wbc results and discrepant hemoglobin results generated by the cell-dyn ruby analyzer for a patient, which were inconsistent with the results from the sysmex. The blood smear was reviewed and showed the presence of nucleated rbcs (nrbcs). The following data were provided: on (B)(6) 2025 sample ID: (B)(6) sequence#: 4570 (cbc+ rrbc test mode). Ruby wbc result = 92.7 x 10e3/ l (invalidated with an asterisk). Ruby hgb result = 8.15 g/dl. Flags present: (noc)wbc, fwbc/nwbc, dflt (nlmeb), var lym, rbc morph. The customer released the results from sequence #4570 out of the lab. Upon reviewing the blood smear, numerous nrbcs were seen. The sample was repeated on the cell-dyn ruby in cbc + noc test mode as well as on the sysmex platform. The following data were provided: on (B)(6) 2025 sample ID: (B)(6) sequence#: 4571 (cbc+ noc test mode). Ruby wbc result = 89.5 x 10e3/ l. Ruby hgb result = 7.25 g/dl. Flags present: noc, fwbc, dflt (nlmeb), rbc morph. On (B)(6) 2025 sysmex results: wbc = 16.31 x 10e3/ l. Hgb = 5.8 g/dl. Flags present: wbc abn scattergram, lymphocytosis, monocytosis, nrbc present, ig present, blasts/abn lympho, anisocytosis, macrocytosis, anemia, plt clumps. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated wbc results and discrepant hemoglobin results generated by the cell-dyn ruby analyzer for a patient, which were inconsistent with the results from the sysmex. The blood smear was reviewed and showed the presence of nucleated rbcs (nrbcs). The following data were provided: (B)(6) 2025 sample ID: (B)(6) sequence# 4570 (cbc+ rrbc test mode). Ruby wbc result = 92.7 x 10e3/¿l (invalidated with an asterisk). Ruby hgb result = 8.15 g/dl. Flags present: (noc)wbc, fwbc/nwbc, dflt (nlmeb), var lym, rbc morph the customer released the results from sequence #4570 out of the lab. Upon reviewing the blood smear, numerous nrbcs were seen. The sample was repeated on the cell-dyn ruby in cbc + noc test mode as well as on the sysmex platform. The following data were provided: (B)(6) 2025 sample ID: (B)(6). Sequence# 4571 (cbc+ noc test mode). Ruby wbc result = 89.5 x 10e3/¿l. Ruby hgb result = 7.25 g/dl. Flags present: noc, fwbc, dflt (nlmeb), rbc morph. (B)(6) 2025 sysmex results: wbc = 16.31 x 10e3/¿l hgb = 5.8 g/dl flags present: wbc abn scattergram, lymphocytosis, monocytosis, nrbc present, ig present, blasts/abn lympho, anisocytosis, macrocytosis, anemia, plt clumps. There was no impact to patient management reported.

Manufacturer narrative:
The cell-dyn ruby analyzer, serial number (B)(6), was considered the likely cause of the result issue as a single definitive part could not be determined and no troubleshooting was performed. The sample was tested in both the cbc + rrbc and cbc + noc test modes with consistently elevated wbc results on the ruby; however, there was suspect flagging on the wbc results and other parameters. A smear review showed the presence of nrbcs. An instrument service history for the 70226bg found no additional complaints of discrepant wbc, or hgb reported after the current event was identified. A review of the cell-dyn ruby analyzer (list number 08h67-01), did not identify an increase in complaint activity related to the current issue. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the cell-dyn ruby analyzer, serial number (B)(6), was identified.